Event description:
It was reported that the lead exhibited noise, auto mode switches and noise reversions. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.